Manufacturer narrative:
Batch review performed on 02-04-2025 lot 1909766: (B)(4) items manufactured and released on 03-03-2020. Expiration date: 2025-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants revised batch review performed on 02-04-2025 on stem: m-vizion 01.22.022 proximal body ø24mm l 50mm std (k191816) lot. 1901178. Lot 1901178: (B)(4) items manufactured and released on 28-11-2019. Expiration date: 2024-11-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 02-04-2025 on stem: m-vizion 01.22.167 distal stem ø18mm l 220mm straight (k191816) lot. 1901254. Lot 1901254: (B)(4) items manufactured and released on 10-10-2019. Expiration date: 2024-09-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 3 years and 3 months from primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the medacta stem and head and competitor head and liner. The surgery was completed successfully.